Event description:
It was reported that the right atrial (ra) lead had high thresholds, low pacing impedance and low p waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d154awg, ICD, implanted: (B)(6) 2008. (B)(4).